Manufacturer narrative:
No follow-up report is anticipated as the product has not been returned. The source of the report is the following literature source: article title: transdiscal l5-s1 screws for the treatment of adult spondylolisthesis (logroscino, ca) 2012. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.

Event description:
Medical safety reported complaints from literature that was reviewed for the post market surveillance reporting. Article title: transdiscal l5-s1 screws for the treatment of adult spondylolisthesis (logroscino, ca) 2012. Clinical findings determined by medical safety and complaint management: n=1 deep wound infxn requiring revision. N=1 superficial infxn req'ing abx. N=1 s1 ped screw misplacement/radic pain/revision. N=1 transient l5 neuro deficit. Four mfg medwatch reports are being submitted for this article.